Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices contain holes/cuts in the tubing resulting in leakage. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection. . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.